Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse upgraded the system to 1.2.2 software to correct the issue. The system was tested and verified as ready for use.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that after a software update, the operating room staff encountered error 297. Multiple power cycles were performed, but the error persisted. The tse advised performing a hard power cycle. After the hard power cycle, the system powered on but continued to display error 297. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the field service engineer said that it was a dual console system. It was noticed that only surgeon side console (ssc)1 was upgraded. The ssc2 was not upgraded at the time of issue. The customer removed the ssc2 and the system powered on without errors. The field service engineer later went to the site and upgraded ssc2 which resolved the issue.

Manufacturer narrative:
The probable root cause is attributed to the surgeon side console (ssc)2 not being connected at the time of the remote software update. This issue can be resolved by field service engineer to update the system software.

Event description:
Refer to h11 for follow-up information.